Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when a nurse plugged in a spectrum pump, the pump failed and shut down during patient infusion. The patient was being infused tirofiban for asa (acetylsalicylic acid/ aspirin) anaphylactic reaction at the cardiac catheterization lab. The pump was replaced with a new pump and medication was restarted after 5 minutes. While the shutting down of pump resulted in an interruption of therapy which consequently resulted in replacement of pump, there were no adverse events reported from this incident. Further investigation reported that the patient was sedated before and after the incident of the pump shut down and no adverse events were reported due to the interruption of medication infusion for 5 minutes. It was further confirmed that the patient ¿recovered¿ from the incident with no adverse events. No additional information is available.